Event description:
This lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2013 for advisory recall status. The physician was (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).